Event description:
Newport wave stops cycling when connected to pt. When setting up on test lung, the ventilator cycled. When put on complainant, it also continued to cycle. The ventilator has been calibrated twice. Suspected the flow sensor (fls1001a). The problem of ventilator not cycling occurred twice. Each time, the ventilator had just been attached to the pt.